Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04879 & 05691).

Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 2 of 3 MDR's filed for the same event (reference 1825034-2014-04879 & 05691 & 05847).

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to tibial subsidence. Operative report noted a stress fracture through the medial femoral condyle next to the femoral component during the revision procedure. All components were removed and replaced with a total knee system.

Manufacturer narrative:
This follow-up report is being filed to relay additional information. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-04879 & 05691 & 05847).

Event description:
It was reported patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to tibial subsidence. Operative report noted a dislocated tibial bearing, hemarthrosis and a stress fracture through the medial femoral condyle next to the femoral component during the revision procedure. All components were removed and replaced with a total knee system.